Manufacturer narrative:
Initial.

Event description:
It was reported that the patient fell on the ilet pump at school, resulting in a cracked and inoperable display screen; no glass exposure or injuries were reported, and the device will be returned after the family syncs data prior to shutdown. Symptoms included no reported clinical effects. Outcomes included the need to replace the pump due to loss of operability of the display. Investigation included internal complaint handling and a device return request for evaluation. Investigation of this case revealed physical damage to the display assembly consistent with external impact, leading to loss of display function and inability to operate the user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external mechanical damage.